Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that during a trial explant, the patient complained of a stinging sensation on the left side; when the physician pulled her leads, he discovered a puncture at the scalp at the distal end of the lead. The physician stated that this must have occurred with the needle when he was placing the lead. The lead was removed without incident. There were no signs of infection, the site was cleaned and as a precaution, the patient was prescribed antibiotics. The patient was doing well.